Event description:
Additional information was received indicating that the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The field complaint of premature depletion was confirmed. The device was received with battery voltage approaching elective replacement. Initial test results indicated that signs of high current drain occurred. Further testing, after cutting open the device, revealed anomalous current drain from a leaky capacitor consistent with the reported issue of unusual battery voltage drop. Longevity assessment was also performed and indicated that the device did not meet its projected longevity and considered premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a battery voltage drop was noted on the device. Premature battery depletion was suspected and the device is awaiting explant. The patient was in stable condition.